Manufacturer narrative:
No product returning for evaluation. Should new information become, available a supplemental form will be submitted.

Event description:
It was reported the customer was hospitalized in (B)(6) 2014. Reportedly, customer applied the infusion set incorrectly which led to elevated blood glucose levels. Customer was treated with intravenous fluids, insulin, and medication to correct the customers ph balance in the blood.